Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar cautery instrument was found to have broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar cautery instrument was analyzed and found to was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.135" x 0.126" in size. The complaint regarding tip broken was confirmed by failure analysis. The probable root cause of the broken tube adapter and the broken electrical contacts is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.